Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported a service issue with the adc device. The customer recommended for adc devices to be recalled as they previously reported "over 30" adc devices which led to "unrecognized overeating, treatment, anxiety, depression, a lack of sleep, stress, and excessive weight gain." There was no alleged product issue for for the documented adc device in this report. There was no report of third-party treatment due to the adc device. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. All pertinent information available to abbott diabetes care has been submitted.